Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered severe and permanent physical pain, suffering, injury and disability, medical monitoring expenses metallosis, and other injuries presently undiagnosed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 7/22/2014 - used medical device declaration for shipping and decontamination form received. There is no new additional information that would affect the investigation. This complaint was updated on: 08/05/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec 11/19/2014 - medical records received. Patient revised to address elevated metal ion levels. Upon revision, metal stained tissue and metallosis debris were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 12/16/14.